Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and system shutdown with a maintenance code #2 (drive transducer offset failure). The iabp was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to verify the reported event of maintenance code #2 (drive transducer offset failure). The drive transducer was found to be within calibration and stable. Review of error logs revealed electrical test code #58 (power up vent test failed). The company rep replaced the pneumatic drive (part # 0119-00-0170) and k6a vent valve (part # 0104-00-0018). The company rep performed calibration and functional tests. The unit met factory specs and was returned to the customer. (B)(4).